Manufacturer narrative:
Device (B)(4) relates to component (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the apex monorail (mr) balloon catheter was received for analysis with no original packaging or other devices. There was blood in the hub and dried contrast in the wire lumen and balloon. Inspection of the balloon revealed a pinhole in the balloon wall material 9mm from tip on the distal edge of the ro marker band. There was also damage to the distal tip. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a balloon treatment procedure, balloon rupture occurred. The 1.50x8mm apex push monorail balloon ruptured above nominal. Additional information has been requested and is not available.

Event description:
It was reported that during a balloon treatment procedure, balloon rupture occurred. The 1.50x8mm apex push monorail balloon ruptured above nominal. Additional information has been requested and is not available.